Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 1.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, the balloon ruptured due to severe calcification. The procedure was completed with another of same device. There were no patient complications reported. Patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR: fg maverick 2 mr, 1.50mm x 15mm was returned for analysis. A visual and tactile examination found no issues identified with the hypotube shaft and no kinks or damages in the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole above the distal markerband. The bumper tip identified no issues. An attempt was then made to inflate the balloon to 20 atmospheres as per instructions for use, however, a leak was noted coming from the pinhole at the distal markerband. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 1.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, the balloon ruptured due to severe calcification. The procedure was completed with another of same device. There were no patient complications reported. Patient was in good condition.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.